Manufacturer narrative:
Received 1 used reliavac. The reported event was confirmed; however, the cause is unknown. Per the visual inspection, the balloon was noted to be ruptured. The evacuator was disassembled for a closer examination of the balloon. The configuration (shape) of the ruptured areas was very irregular. The balloon was examined under magnification: outside and inside surface were smooth, no bubbles, pinholes, blisters, embedded particles or any other irregularities that may indicate the point of origin of the rupture were noted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the balloon of the suction device ruptured 4 hours after use. Subsequently, the device was replaced. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the suction device ruptured 4 hours after use. As a result, another suction device was placed. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the suction device ruptured 4 hours after use. As a result, another suction device was placed. No patient injury was reported.